Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while programmed in primary vector due to t-wave oversensing. The device appeared to work well for two years in alternate vector and after an inappropriate shock it was reprogrammed to primary vector, where the new inappropriate shock occurred. Secondary appears to not be a good vector and advice was requested to technical services (ts). Ts reviewed the device data and discussed the shocks were provided during exercise and smartpass deactivation has occurred in both alternate and primary vectors. It was recommended to consider system repositioning following further testing to optimize the current sensing performance. Troubleshooting suggestions were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.